Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in a bifurcation between the circumflex (cx) and left marginal (lm) arteries that was non-tortuous and mildly calcified. A xience was implanted successfully in the cx and lm. During an attempt to implant the xience alpine 2.75 x 12 mm stent, the stent dislodged from the balloon. The stent was removed with a snare catheter. A non-abbott stent was implanted to complete the procedure. There was resistance reported during advancement before it failed to cross the lesion. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.